Event description:
It was reported that noise on the lead was observed via review of the egms. Four aborted episodes were noted. Pacing lead impedance decreased slightly. The noise could not be reproduced with isometric or positional testing. The patient experienced clavicular crush. The lead was explanted.

Manufacturer narrative:
No medwatch form was received.